Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit working. The insulin pump was turned off. The insulin pump had an off no power alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They reviewed the alarm history. It was found that they did not receive a low battery alert prior to the off no power alarm. Customer stated the battery was not previously used. Customer reported the insulin pump was not dropped. Customer stated the battery cap was not loose, cracked or damaged. It was noted that the insulin pump would not turn on. The device will be returned for analysis.

Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify off no power alarm/battery power loss alarm or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No constant tone or unexpected quick sound anomaly noted. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, cracked end cap and missing end cap sticker.